Event description:
On (B)(6) 2020, the surgeon removed the ph cage. During the surgery, the prox posterior screw head broke off below the cortex. The prox anterior driver tip broke off flush in the cold-welded screw. The mid-level anterior screw went through the plate but was able to be retrieved. Removal was not deemed necessary as the tips were flush with the screw head(s). Conventus orthopaedics, inc. Is submitting three separate mdrs for each of these three breakage events. This MDR is regarding the prox anterior driver.